Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the ethernet cables were disconnected from the power-over-ethernet (poe) device. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the ethernet cables were not plugged in when the system arrived. Issue resolved without part replacement by rep. There was no patient present when this issue was observed.